Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111913 - the dentist reported the non-osseointegration of the dental implant, but no further information was provided.